Manufacturer narrative:
(B)(4). The explanted valve was returned to edwards. Evaluation findings: as received, what appeared to be subvalvular tissue was observed near commissure 1. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 9mm. Host tissue was moderate on the stent outflow and minimal on the stent inflow of the surgical valve. Host tissue fused leaflets 2 and 3 at one commissure by approx 5 mm. Host tissue also folded the free margin of leaflet 1 onto itself by approx 3mm and leaflet 3 onto itself by approximately 1mm. No visible calcification was observed. Thrombus was also observed on all three leaflets on the outflow aspect and on leaflet 3 on the inflow aspect. No visible damage to the frame was observed on x-ray. The image provided by the customer was consistent with edwards¿ lab findings. No manufacturing non-conformances were identified in the returned product. Review of the evaluation photos of the explanted valve by an edwards physician proctor revealed the following: in the images provided a papillary muscle is seen attached to the sapien valve. Sometimes during tricuspid or mitral replacement some muscles are left in place. Usually their presence does not affect the sapien valve functioning. In this case, the sapien worked well for a couple of years. It is not possible to say if this muscle affects valve function in this case because the sapien is outside the body and is not possible to give evaluation of proper closure. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it was indicated by the surgeon that during the explant a ventricular papillary muscle was observed to have become attached to a strut of the sapien valve, thus not allowing the valve to close properly. Per edwards¿ evaluation, it cannot be confirmed outside the body if the papillary muscle affected the valve function, however a papillary muscle is seen attached to the sapien valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliate in (B)(6), 22 months after the patient underwent tricuspid valve in valve procedure (26mm sapien valve into a magna ease aortic valve) the patient presented with recurrent tricuspid insufficiency (ti). As the patient¿s pre-op condition was better now than at the time the valve in valve procedure was performed, it was decided that the patient would undergo re-do surgery. Both valves were explanted and a magna mitral ease valve was implanted. During the explant it was observed that a ventricular papillary muscle became attached to the strut of the sapien valve thus not allowing the valve to close properly. The patient was in stable condition after the procedure.